Manufacturer narrative:
A complete lead was returned for evaluation in one piece. Following cleaning of the lead and by applying torque to the connector pin the helix could be extended and retracted. The full helix extension length measured within product specification. Visual inspection of the lead noted explant damage to the outer insulation which would have lead to the field report of insulation failure. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
Additional information revealed that the lead dislodgement was confirmed by x-ray imaging prior to replacement procedure.

Event description:
During follow-up of a newly implanted lead, a lead dislodgement was noted. A lead revision was performed and during procedure, insulation damage was observed near the suture of the pacemaker. The lead was explanted and replaced. The patient is in stable condition.